Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿patient was operated in (B)(6) 2022. Now in a control prof. Discovered a metal part near to the collar of the corail shaft. We think that it`s a part of the inserter that has broken while inserting the shaft. Not sure yet if the patient will be revised or not¿. The unk insertion device was not returned to depuy synthes; however photos were provided for review. See attachments "complaint insel prof.(B)(4). Review of the provided radiological images revealed a broken fragment from an unknown metallic instrument located near the femoral implant, between the neck and the assembly feature used for implant insertion. Based on the information and evidence provided, a potential root cause cannot be established at this time. The condition of the instrument prior to the event remains unknown; therefore, it cannot be determined whether the device exhibited pre-existing damage or indicators of excessive or repetitive usage that could have contributed to a fracture use. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk insertion device would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: when are the next steps in the treatment scheduled? The MRI is planned for the (B)(6) 2026. The product code is unfortunately not be available as they dont have the instrument anymore.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that during a hip surgery, a metal part was discovered near the collar of the corail shaft. They thought that it was a part of the inserter that had broken while inserting the shaft. The procedure was completed successfully, fragments were generated. It was not yet determined whether the patient will require revision. The patient was operated on (B)(6) 2022.

Event description:
Additional information was received providing answers from the following questions: 1. Why was the patient followed-up by the surgeon? Was it a planned follow-up or a follow-up due to symptoms? 2. Why was the fragment not detected on earlier x-rays? They didn¿t see it before because: - it`s very small, could have been a disturbance from the clothes - the patient didn¿t have pain initially. - the pain the patient has now could also be caused by the psoas tendon, that`s why the next . Step is to do an MRI and afterwards to decide how to move on.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant), h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.